Event description:
(B)(4) study. It was reported that elevated cardiac enzymes, dyspnea and atrial flutter occurred. In (B)(6) 2013, the subject presented due to stable angina and elective cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was located in the mid right coronary artery (rca) with 90% stenosis and was 24 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and direct placement of a 3.00 x 28 mm study stent with 0% residual stenosis. Three days post index procedure, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2013 the subject was diagnosed with elevated cardiac enzymes, shortness of breath and atrial flutter. No action taken regarding the event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).